Event description:
Philips received info from the customer that reported when attempting to position the pt support in the upward and inward direction utilizing the "load" pedal of the multifunction footswitch, the pt support moved in the down direction. The customer pressed a button on the gantry control panel which stopped the motion. Philips service confirms there was no harm to a pt or operator due to this reported event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).